Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the electrocardiogram (ECG) port is broken. Response to good faith effort indicated the ECG port can be "pushed into the monitor". The device was not in use on a patient at the time of the event; therefore, no harm occurred.